Event description:
I noticed my baby's allergy to biopatch at the hospital first, and then at home after using it under the dressing of her central lines. My baby frequently needs central lines and I keep telling doctors and nurses about her allergy and some of them react skeptical about it. Her symptom was severe rash.